Event description:
It was reported that the patient's pump was 'dry'. The physician had given the patient oral medications. The patient was now intubated in an intensive care unit; and a physician was uncertain if an overdose or under dose occurred. The patient experienced a return of pain. The patient was denied a refill at his managing physician's office due to insurance issues. An alternate physician was currently trying to establish an account with a compounding pharmacy so the patient's pump could be refilled. The patient's outcome was not reported. The pump was delivering morphine, fentanyl, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).